Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR), trend reports. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The customer returned a spl-s shockpulse lithotripsy system and reported the device "was not working". Olympus was able to confirm the reported failure. The unit failed to work w/ transducer, activating error led when pressing on s/h buttons of transducer due to faulty receptacle on the front of the unit. The failure is attributed to general wear and tear and/or user error. Often the user does not realize that all connections are push/pull and twists the plug in the socket damaging one or more pins. As per IFU (instruction for use), instructs the user to "connect the transducer to generator by aligning key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was confirmed. The unit was tested with transducer and error led was observed, console would not output when the button was pressed. The device was found to have a faulty receptacle unit. Additionally, one rubber foot at the bottom of the housing of the device was missing. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on device evaluation findings, the reported issue was confirmed. The issue was attributed to a faulty receptacle unit. Once replaced the issue was resolved.

Event description:
It was reported that the lithotripsy capital ltp2 generator was found not working. According to the reporter, the issue occurred during preparation for use. There was no patient involvement on this report. No user harm or injury was reported.